Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ injector luer n35c the injector needle was exposed. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about the exposed injector needle of 515549-zat. The hcp removed the infusion bottle connected to the spike set from 515549-zat, and then the injector needle was exposed.

Manufacturer narrative:
The following fields were updated with additional information: device available for eval?: yes. Returned to manufacturer on: 19-may-2022. H.6-investigation summary: one injector was provided to our quality team for investigation. Upon visual inspection, the rotations stops were broken and the grips of the safety sleeve are damaged and moved from their proper position causing the needle to be exposed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. As the lot involved in this incident is unknown, a device history review cannot be performed. It is important to grip the white injector components when engaging/ disengaging; do not grip the blue safety sleeve. If the safety sleeve grips become dislocated, the injector is activated causing needle exposure. To prevent damage to the handles of the safety sleeve, the injector must be removed by pulling it backwards and must not be forcefully engaged. The instructions for use must be carefully followed when using phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. It appears that this incident was due to excessive force during connection/disconnection of the device. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd phaseal¿ injector luer n35c the injector needle was exposed. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about the exposed injector needle of 515549-zat. The hcp removed the infusion bottle connected to the spike set from 515549-zat, and then the injector needle was exposed.